Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to wear. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination and the item and or lot number was not provided. To adequately investigate this event, the part and or lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Given the limited information, a search for an invoice (of the previous surgery) produced no results, therefore; the item removed could not be identified. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - poly swap due to wear.